Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep), reported a lead migration. The clinician mentioned ,that they had recently had 2 patients, where their implant had shown on x-ray to have anterially migrated. Factors that may have led or contributed to the issue remain unknown. It was reported, that the implant was not working as it had been. And the patient was sent for x-ray to check lead positioned, which found to be migrated. Actions taken was that the patient was listed for surgery. The issue was not resolved. And a surgical intervention has not occurred, but was planned.

Manufacturer narrative:
Continuation of d11: product ID: 388928, lot#: va1pr52, implanted: (B)(6) 2018, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot#: va1pr52, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 388928, serial/lot#: (B)(4), ubd: 10-mar-2022, UDI#: (B)(4). Month and year of implant dates is valid. Codes belong to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s lead migrated inwards and will need a revision. Three months post implant surgery the feeling of the ins stopped. The patient did not report this to their hcp for about nine months. Diagnostics/troubleshooting was performed, impedances were checked and an x-ray was taken. The patient did not have a fall but put weight on post surgery which was considered the cause. Pre-surgery the patient¿s body mass index (bmi) was 39 and now was 41. Following the x-ray and evidence of migration, the patient has been listed for revision surgery. Outcome was not yet resolved. Due to covid the surgery and lead return could be delayed. No further complications were reported or anticipated.